Manufacturer narrative:
A remote service engineer (rse) spoke to the customer, who advised there was no sound coming from the external speaker. The rse used philips remote services (prs) to check the control panel for the speaker and ran the windows troubleshooting tool. The rse checked the device manager and saw missing drivers. The rse requested that the customer reload the software. The cause of the reported problem was the software. The reported problem was confirmed. The engineer provided their analysis findings, and the customer is taking responsibility for further servicing the device. Reporting address state: on.

Event description:
The customer reported that there is no sound from the external speaker. The device was in use at the time of the event. There was no adverse event reported.